Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Prior to the implant of this lead on (B)(6) 2011 ((B)(6)), it was observed that there was an inverted marker band on the device. The lead was implanted without incident and no pt complications were reported as a result of this matter.